Event description:
It was reported that the device broke during the procedure. The piece was retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: device break. Probable root cause: design. Improper raw material selection. Insufficient assembly design. Hard stop not designed correctly. Guide mouth does not stabilize guide during drilling. Manufacturing improper assembly. Incorrect raw material used . Guide or drill not manufactured to specification. Application use of excessive force. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. The piece was retrieved.